Event description:
It was reported that during interrogation of the device it was found that the device had a power on reset. The device was cleared and remained in use. It was noted that the device will be replaced due to elective replacement indications within fourteen days. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.